Event description:
It was reported that the patient underwent a fusion procedure at t7-t12 using rhbmp-2/acs on (B)(6) 2010. It was reported that in (B)(6) 2010 the patient was experiencing moderate flank pain on his left side. Reportedly, the doctor recommended spinal injections, one session of physical therapy, and surgery. The patient reportedly visited with the doctor every six months following surgery. It was reported that the patient is now in worse pain than he was in prior to the surgery. It was reported that the patient has lost flexibility and is in excruciating pain every day. Reportedly, the patient treats with pain management doctors, spine surgeons, primary care physicians, psychologists, and urologists to manage his pain.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6), 2010, the surgeon performed fusion surgery on several levels of patient's thoracic spine, inserting 2 rods and 15 screws.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.